Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The day after onset, the patient was hospitalized for the event. On same day, the patient began treatment with intraperitoneal (ip) injection of reflin and ip injection of fortum (1 gram each, once a day) for peritonitis. At the time of this report, the patient remained hospitalized, antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. Dianeal 2.5% was ongoing. No additional information is available.